Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not confirm nor replicate the customer reported complaint ¿instrument had broken cable¿. The instrument was inspected and not found to have any loose, frayed, or broken cables. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional findings that were not reported by site: the instrument was found to have thermal damage on the yaw pulley. No damage was found to the instrument conductor wire. The instrument passed an electrical continuity test. The probable root cause of the thermal damage on the yaw pulley is attributed to user mishandling/misuse. A review of the device logs for the maryland bipolar forceps (part #471172-17 / lot/serial #k12220201 - 0197) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial # (B)(4). There were 1 use remaining after this last usage. No image or video of the procedure was provided to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed that the maryland bipolar forceps instrument had thermal damage on the yaw pulley. Thermal damage at or near conductor wire indicates potential electrical discharge at a location other than intended. At this time, it is unknown what caused the thermal damage on the yaw pulley to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, the maryland bipolar forceps (mbf) instrument was found to have a broken cable. Using a backup mbf instrument, the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mbf was inspected prior to use with no issue noted. The mbf did not collide with any other energy instruments during the procedure. No arcing was observed and there was no patient injury.